Manufacturer narrative:
G2: country of event - japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy at the levels l5/s. Pre-op diagnosis of patient was septal spondylolisthesis. It was reported that, during a follow-up visit for postoperative observation, jack-down of cage was discovered. Procedure performed was l5/s fixation for the l5 separation. There were no patient symptoms reported. No plan to perform the revision surgery. There were no further complications reported regarding the event.